Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested, but not received.

Event description:
It was reported that the implantable cardioverter defibrillator was explanted due to inection. No further information was reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.